Event description:
On (B)(6) 2011, mediport inserted in pt's left subclavian vein noted to have difficulty obtaining blood return from the catheter. Fluoroscopy exam revealed a leak of contrast from the area of the port hub not related to a malpositioned needle. On (B)(6) 2011, the pt underwent surgical removal of the defective catheter. A defect was noted 1 cm from the hub.